Manufacturer narrative:
The device was evaluated by a biomed in the hospital. The rotaflow drive will be send to the repair depot for repair because the drive is not repairable in the field. A "head error" displayed on in the repair depot. The drive has been send to the manufacturer em-tec for investigation and repair. According to the service order of em-tec the error could be re-constructed. Rfd-cap removed: no anomaly could be detected during the visual (microscopic) inspection of the electronics. After the tapping in the area of the socked ucontroller, the function could be produced again sporadically. No further disturbance occurred during the further test cycle. However, it can be assumed that there is still a hidden error on the electronics. A more accurate localization of the cause is, unfortunately, no longer possible, since the error could not be readjusted. It can only be assumed that the problem was due to the electrical connection between socket and ucontroller. The electr. Module mc1 and mc2 has been replaced. The unit was checked and cleaned for clinical use. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that rotaflow console displayed an "unkown error" message during maintenance. The affected component was the rotaflow drive. And the drive will be send to the repair depot for repair because the drive is not repairable in the field. We received new information on (B)(6) 2017 that the error message displayed "head error" during service in the repair depot. No patient involvement. Internal reference: (B)(4).